Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 - customer was unable to confirm serial number, therefore, manufacturer date is unknown. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the specific root cause of no image could not be determined at this time as the device has not been returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At the time of the call, the customer had reported the serial number of the unit as being unknown. No troubleshooting was performed at the initial call and the customer was instructed to call back. To date, the customer has not called back and the device has not been returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported there was no image on the visera elite video system center when connected to different scopes during an unknown procedure. There were no reports of patient harm associated with this event.